Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unable to confirm low battery alarm or perform the self-test, displacement test due to failed battery test anomaly. Insulin pump passed stop current and run current test. Insulin pump had cracked case at display window corner, reservoir tube lip, belt clip slot, stained end cap sticker, stained address/serial number label and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alert less than 1 week. Customer¿s blood glucose was unknown. Customer reported that battery last only 3-4 days. Customer reported that sometimes the insulin pump did not accept the battery. The insulin pump will be returned for analysis.